Event description:
It was reported that the charger for an ilet device was not charging the unit despite use of a new plug, and a replacement was initiated after confirming shipping details. Symptoms included no clinical effects. Outcomes included no impact to health, no hospitalization, and no alarms. Investigation included troubleshooting with user education. Investigation of this case revealed a noncharging external power accessory with no functional recovery after basic troubleshooting. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to insufficient evidence to attribute the failure to a specific component or user factor.